Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Additionally, the usb cable was frayed. During troubleshooting with tandem technical support, the customer was instructed to charge the pump for 30 minutes. Customer¿s blood glucose value was 161 mg/dl. Customer declined tandem technical support to follow-up regarding the reported issue.